Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cases as: 2134265-2015-01522, 2134265-2015-01524, 2134265-2015-01525 and 2134265-2015-01526. It was reported that an automatic pullback failure occurred. The 50% stenosed target lesion was located in the mildly tortuous and calcified right coronary artery (rca). During angioplasty, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter in order to visualize the target lesion. However, clicking sound was heard from the motordrive unit (mdu), which then became into a rattling sound; subsequently, automatic pullback failure occurred. It was noted that the image display was good and the motordrive unit¿s lcd display was normal, yet, it could not perform an automatic pullback. In order to resolve the issue, the sled which was noted to be properly connected, was disconnected and reconnected; however, same issue occurred. Moreover, they exchanged the atlantis¿ sr pro imaging catheter with another two of the same device, and noted that the images were fine and no issues were observed with the catheters. Lastly, all connections were checked and reseated; still, no resolution was found. Manual pullback was then performed to complete the procedure. No patient complications were reported and the patient¿s status is good.